Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead failed to capture and experiencing high and out of range pacing impedance. Programming changes were made to deactivate the left ventricular lead. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not received.